Event description:
It was reported by service report that the electronics cover and the lower sub assembly cover were both cracked and needed to be replaced. There was a potential for fluid ingress. No pt involvement or adverse consequences are reported.